Manufacturer narrative:
(B)(4). The device was returned and evaluated for the reported event. A review of the event history log confirmed the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause of the reported issue was determined to be false empty detect and use error, inappropriate bypass of the caution: negative uf alarm. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass a low uf alarm. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 21:03:06. During night drain cycle two, the patient's ultrafiltration reading was 2012ml, indicating the home patient (hp) drained 2012ml more than their maximum programmed fill volume of 2200ml. This information meets iipv criteria. No additional information is available.